Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 29 may 2020.

Event description:
It was reported that during pre-use, the ventilator would not turn on even when pressing the power on/off button. Reportedly, the issue occurred while the unit was plugged into alternating current (ac). There was no patient involvement.

Manufacturer narrative:
H11: the issue was found outside of clinical use, and there was no patient involvement or any delay in treatment. Based on this information, this is not a reportable event. H10: the service technician confirmed the reported issue that the device fails to start up this malfunction was determined to be caused by the power management printed circuit board assembly (pm pcba). The service technician replaced the pm pcba to resolve the reported issues of the device will not start up when pressing the power switch. The device was tested per the service manual and returned to service.

Manufacturer narrative:
G4: 29jul2020 b4: (B)(6) 2020 information was received that the repair would be complete by a third party service provider. Philips was not authorized to conduct the repair at this time. No product was returned for evaluation so no root cause could be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.